Event description:
Related manufacturer report number: 1627487-2021-19272. It was reported the patient was experiencing ineffective stimulation. As result the patient¿s leads were explanted and replaced resolving the issue.

Manufacturer narrative:
Event date is an estimate.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.